Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 /(B)(4)/ model #: 1420 / catalog #: 1420 / expiration date: 2018-07-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidentally double disconnected, resulting in a 20 second pump stop. The patient had a syncopal episode during this time. The patient regained consciousness after the power sources were reconnected by their spouse. The ventricular assist device (vad) and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the hvad pump and the controller were not returned for evaluation. Log file analysis revealed a controller power up event, with associated motor start event, on (B)(6) 2018 at 22:50:31, indicating a loss of power to the controller and resulting pump stop. The data point prior to the loss of power revealed that bat755150 was connected to power port one (1) with 69% relative state of charge (rsoc) and bat755153 was connected to power port two (2) with 45% rsoc. The data point recorded after the loss of power revealed that bat755149 was connected to power port (1) and bat755152 was connected to power port two (2). The controller was without power for 17 seconds. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation has been opened to evaluate events involving loss of power to the controller and implement corrective actions as required. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 con309025 device evaluated by MFR: yes ,FDA method code(s): 4112, 4114 ,FDA results code(s): 213 ,FDA conclusion code(s): 19 . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.